Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repairs and sacrospinous vaginal vault suspension due to uterovaginal prolapse and rectocele. It was reported that patient underwent mesh excision, closure of rectovaginal septum, closure of right perineocele, and application of surgisis graft to rectovaginal septal closure on (B)(6) 2011 due to recurrent rectocele, perineocele and mesh exposure. It was reported that patient underwent colon resection with ileostomy and colostomy on (B)(6) 2012. It was reported that patient underwent partial cystectomy and removal of eroded mesh on 7/2/2013 and subsequent hematuria and wound dehiscence requiring hospitalization on (B)(6) 2013. It was reported that patient underwent lithotripsy of bladder stone on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2006, and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney the patient experienced urinary incontinence, vesicovaginal fistula, and recurrent urinary tract infection. It was also reported that patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4): it was reported that patient underwent lithotripsy of bladder stone, cystoscopy with bilateral retrograde pyelograms and attempted removal of exposed mesh on (B)(6) 2012 due to bladder stone with mesh erosion into the bladder wall. It was reported that patient underwent cystourethroscopy and left ureteral stent placement on (B)(6) 2014 due to sepsis secondary to a proximal left ureteral stone. No additional information was provided.